Event description:
The pt no longer seemed to be responding or showing improvement in the past 2-3 weeks. The pt was in a go-card accident in 2001 in which the pt fractured the pt's left foot. No reported head injury. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.